Event description:
Pt rolled to his side and the tubing was slightly tugged on as it was caught under the pt's body. The neutron connection site snapped off the huber needle tubing at that time. The clamp and needle remained attached and secured to the pt. The tubing was immediately clamped. The tubing was not yanked hard and it was secure to the pt. The pt's port was decreased and reaccessed without problems.